Manufacturer narrative:
(B)(4). The internal investigation revealed that the root cause is related to an assembly error of a retaining ring (seegerring) in the rotorshaft of the actuator at our supplier. We initiated appropriate actions towards this supplier and installed measures to prevent this from happening in the future. After replacing the actuator, the problem on site was solved and the system is working properly.

Event description:
The customer reported that the staff was prepping for an exam when suddenly the monitor crashed to the floor.